Event description:
It was reported that the patient has lost access to sound. It is reported that the child falls often and fights with siblings. An x-ray shows no abnormalities and the electrodes is in the cochlea. Re-implantation is considered but a date is not yet known.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.